Event description:
It was reported that a dexcom g7 sensor experienced intermittent communication failure with the ilet, resulting in loss of glucose readings on the ilet, which was resolved after unpairing and repairing the app, restarting the ilet, and toggling between g6 and g7 with successful re-entry of the pairing code; the device components implicated were electrical/magnetic elements and the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication failure involving electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and resolved upon troubleshooting.